Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed. The reported material deformation was confirmed. It is not likely that this damage could be present with the protective sheath over the stent, suggesting that the damage and mislocation of the stent occurred after removal of the sheath. The investigation determined the reported difficulty appears to be related to circumstances of the procedure as it is likely that handling during preparation of the device resulted in the reported damages. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue.

Event description:
It was reported that during preparation of the 7.0 x 29 mm omnilink stent, it was noted to be flared. The device was not used and there was no patient involvement. A second same size omnilink stent was used to complete the stenting procedure. Returned device analysis noted that the stent was mislocated on the balloon distal to the proximal marker. Additional information was provided that the device was used in the external iliac artery. The stent struts were noted to be flared before inflation of the balloon; therefore, the stent delivery system was removed from the anatomy without difficulty. No additional information was provided.